Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was not hospitalized for the peritonitis event. On the same day as onset, the patient started treatment with vancomycin injection 2 grams, weekly (route and duration not reported) and gentamicin injection 20 mg, per day (route and duration not reported) for peritonitis. At the time of this report the patient outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.